Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion. Apparently the device was in end of life/battery completely depleted for some time and the patient came for replacement until recently. Reportedly, while this ICD was being replaced, the physician noticed that the header was loose when the it was removed from the pocket. The patient does a lot of body building and is big. No previous diagnostic was performed that could have indicate any issues. This ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion. Apparently the device was in end of life/battery completely depleted for some time and the patient came for replacement until recently. Reportedly, while this ICD was being replaced, the physician noticed that the header was loose when the it was removed from the pocket. The patient does a lot of body building and is big. No previous diagnostic was performed that could have indicate any issues. This ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. - b5 field (problem description): was updated as some typos were found. The returned implantable cardioverter defibrillator was analyzed. The header damage allegation was confirmed, the header was slightly separated from the can. In addition, the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion. Apparently, the device was in end of life/battery completely depleted for some time and the patient came for replacement until recently. Reportedly, while this ICD was being replaced, the physician noticed that the header was loose when it was removed from the pocket. The patient does a lot of body building and is big. No previous diagnostic was performed that could have indicate any issues. This ICD was returned for analysis and no additional adverse patient effects were reported.